Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. A follow up note confirmed that the patient had complaints of pain and difficulty weight bearing, and that is when the femoral loosening was identified. The patient was thus revised. Review of x-rays identified a left total hip arthroplasty with screw fixation of the acetabular cup. Slight asymmetric positioning of the femoral head within the actetabular shell was identified. Varus positioning of the femoral stem was identified. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00620006222, shell porous with cluster holes 62 mm o.d., lot 61511474. 00630505032, liner standard 32 mm, lot 61560125. 00801803203, femoral head, lot 61597995. 00223200418, cable cerclage cable, 61514261. 00223200418, cable cerclage cable, lot 61527217. 00223200418, cable cerclage cable, lot 61584179.

Event description:
It was reported that approximately 8 years post implantation, the patient underwent a revision due to aseptic loosening of the stem. Attempts have been made and no further information has been provided.